Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, angle rubber scratch, video connector cracked, video connector deformed, switch discolored, due to wear of angle wire, bending angle in up direction did not meet the standard value, and due to wear on lock engagement lever (sp), the angle knob torque of lock engagement lever at engage exceeds the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope, having chipped adhesive on the scope angle rubber. Upon inspection and testing of the returned device, adhesive around the scope objective lens was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens adhesive peeling issue could not be determined, however, the issue was likely due to repetitive use stress, external factors, or user handling. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿. ¿inspection of the endoscope¿ ¿6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities¿. Olympus will continue to monitor field performance for this device.